Event description:
A talent stent graft system was implanted. The patient was in for a routine follow up on an unknown date and disease progression was noted with aneurysm expansion. The size of aneurysm growth is unknown. Approximately two years later, the physician implanted two talent stent grafts for the endovascular treatment. The patient was in for a routine follow up and disease progression was noted with aneurysm expansion. The size of aneurysm growth is unknown approximately five years post index procedure, a valiant stent graft was implanted. It was reported that the patient presented for follow-up on feeling sick and running a slight temperature. There were traces of air is seen around the proximal graft indicating an infection. The physician has opted to treat the patient with long-term antibiotics and follow up in a month. The physician did now know the cause of the infection. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The cause of death is unknown. The patient had not been in to see the physician since their last visit 1.5 months ago.